Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.75mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, when the balloon was inflated at 10 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The device was simply removed and procedure was completed using a different device. No patient complications were reported and the patient's status was good.